Event description:
It was reported that the holster has a possible broken green cable prior to a breast biopsy. The customer has reported getting the error code continuously using different probes. There were no pt consequences reported. One device to be returned.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found the green cable was causing the l3-017 errors per the customer complaint of continuous errors. To correct the complaint the analysis site replaced the green (translational) cable. The e-clip was replaced due to it was damaged during disassembly. After servicing, the unit passed qa functional testing. The device history record has been reviewed and has passed qa inspections. Complaint info is trended on a regular basis to determine if further investigation is warranted.